Event description:
Tap-it was reported that 297 days after implantation of a 2.50x20mm taxus express2 drug eluting stent an in-stent restenosis occurred. During the initial procedure, the target lesion was located in the posterior descending artery (pda). A pre-intervention stenosis of 99% was reported. After balloon dilation, 2.50x20mm taxus stent was deployed in the pda. Post-intervention stenosis was reported as "no residual stenosis" and "normal flow". The patient received plavix, aspirin, and angiomax prior to the procedure and was placed on plavix, aspirin, and zocor post-procedure. No information concerinign vessel calcification or tortuosity was reported. No information was reported concerning patient complications. The patient presented 297 days after the initial procedure with a 70% in-stent restenosis in the pda. After balloon dilation of the lesion, a 2.50x24mm taxus stent was deployed overlapping the previously placed 2.50x20mm taxus stent in the pda. Subsequently, a 2.50x20mm taxus sent was deployed proximally and overlapping the 2.50x24mm taxus stent. Post-intervention results were reported as "timi grade 3 flow without complications". The patient experienced transient chest pain during balloon inflations. The patient was reported to have tolerated the procedure well.